Manufacturer narrative:
Follow-up #1: date of submission 11/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: there were no prime warnings observed in the pump's history. The pump was able to perform the prime steps with no alarms. The pump passed a force sensor calibration check. The pump was exercised for 24 hours with no issues. The battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump was unable to prime. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.